Event description:
It was reported that stent damage occurred. The target lesion was located moderately tortuous and very mildly calcified obtuse marginal artery. A 3.00x16 synergy ii drug-eluting stent and guidezilla ii were selected for use. During procedure, it was noted that the stent was not deployed though it was successfully passed through a guidezilla ii 6fr inside a 6fr xb3 guide. Then, resistance was felt when it was drawn back and the stent was brushed up against calcium in the vessel. Also, the struts were damaged. When retracting the undeployed stent back into the guidezilla ii, resistance was felt, then it finally slid back into the guidezilla ii. No traces of the device were noticed during angiography. Subsequently, the stent was withdrawn through guidezilla and completed the procedure with a non bsc device. No patient complications reported. Patient was doing well.